Manufacturer narrative:
The ge biomed replaced the mixer.

Event description:
During a planned maintenance, the ge biomed noted that alt o2 mode was not functional. There was no report of patient involvement.